Manufacturer narrative:
We are awaiting the return of the complaint device to begin the investigation.

Event description:
The manometer was re-calibrated but still reads inaccurately. Not in use on a pt when fault was noticed.